Event description:
An (B)(6) female patient underwent aortic abdominal aneurysm repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. The right internal iliac artery was coil embolized beforehand. After placing the ipsilateral (left) iliac leg graft, the physician saw fluoroscopically the iliac leg graft landed to the external iliac artery, and he confirmed the iliac leg graft covered the left internal iliac artery by performing confirmatory angiography. However the physician determined that the patient will not have bowel ischemia because the dsa showed blood flows by collateral vessels in the internal iliac artery and the ima. He additionally placed another manufacturer's stent for preventing kinks in the iliac leg graft and completed the procedure. The patient's condition after the procedure is unknown as not provided by the reporter.

Manufacturer narrative:
Occlusion is listed in the instructions for use. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities..." "Incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per quality engineering risk assessment as the risks remain at an acceptable level.